Event description:
It was reported by the patient when charging their controller they noticed that the inside of the charging port was smoking and then it proceeded to melt. The patient also reported that their charging cable melted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller charging port was smoking and melted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to 01020000-000029504. Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 06/09/2022.

Manufacturer narrative:
In the case description, the user reports the device was charging and the charging port started melting and smoking. The user also reports the charging cable melted. The charging cable and adapter were not returned with the device. Visual inspection of the device found the plastic surrounding the charging port to be melted, indicating a thermal event occurred. The internal charging port was also observed to be melted. No other damages or defects were observed to the exterior of the device.